Manufacturer narrative:
B5 correction: this report is being supplemented to provide a correction to a previously submitted report. This event was reported as a duplicate report. Please refer to mfg report (B)(4)

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during endoscopic retrograde cholangiopancreatography procedure, the subject device exhibited a blocked working channel. The procedure was completed with a backup device. During reprocessing, the blockage persisted and a red-tinged fluid leaks from the working channel. There were no reports of patient harm.